Event description:
It was reported that the patient (pt) was unable to remove back cover of controller and noted they will wait for their husband to get off work then call patient services back. The reason for call was the pt reported their controller was blank and unresponsive and the issue began friday or saturday. Pt stated they were charging their controller when the controller became blank and unresponsive. Pt noted they may need a replacement battery pack and patient services (pss) reviewed with the pt that we will try to reset the controller/reboot the system to try and get the controller to power back on before moving to any replacements. Troubleshooting was unable to be performed as during the call, pss attempted to walk the pt through resetting the controller but the pt was unable to remove the back cover of the controller. The pt will be calling patient services back once they have assistance with removing the back cover of the controller. The pt then called back and stated they inserted aa batteries into the controller and the controller did not power on. Pt connected the controller to the ac power cord without batteries in the controller and the controller powered on but the screen was unresponsive and would not unlock. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received from the patient (pt). The pt called back stating already documented event that they had a problem with the controller (ptm) and they got the new controller replacement. The pt got their new controller and synced it to the implant (ins), the pt was then able to charge the ins battery and the controller battery. Pt was unable to adjust their therapy for they kept getting no device found. During call unlocked the controller without the recharger (rtm) plugged in and got no device found (pt noted they kept getting no device found). Pt reset their controller and verified they were using the new controller. Pt attempted to recharge their implant battery, pt was able to recharge the ins at excellent and the ins battery was at 90%. Pt stopped the charge and when they would unlock the controller without the rtm plugged in they would get no device found. Pt plugged the rtm back into the controller and pss walked pt through turning stimulation on. A replacement controller (ptm) was sent out to the patient. No symptoms were reported. Pt called back from number registered reporting they had received the replacement ptm. Pt said after pairing the ptm the date / time were incorrect. Pss walked pt through steps to correct data. Pt provided current battery levels: ptm 70% ins 80%. Pt was able to start a recharging session with excellent. Pt made a comment that they only had one wire b/c surgeon was unable to insert second one in their spine. Pt said the spinal cord stimulation (scs) works and they have no complaints.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the 97745 controller (ptm) (B)(6) revealed touchscreen failure. Programmer did power up with both battery types and ac but screen was faulty. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.